Event description:
During case, a sterile, single use 23 cm 3.0 medtronic twist drill was opened. Or team immediately noted that drill bit was discolored and appeared to be contaminated. Item was immediately given to or case manager and company vendor notified. No harm to patient. Drill bit never reached the patient or the sterile field. Drill bit ref #mr8-23td3030, lot #0223111521. Device available in case manager's office. Company vendor will report to medtronic case manager.